Event description:
Additional information notes device continues to exhibit noise and there was an insulation breach. The lead was explanted.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 10.2 md - 10.4 cm from the connector pin, due to friction with device can.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).